Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd microlance¿ needle was found with black foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Results - bd received a picture of sample but it was not clear enough to confirm the defect: it seems a black spot on shield. Visual examination of returned sample reveal a black particle on cannula surface. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7163026. Conclusion - based on above results and since review of product history, which showed no indication of the alleged defect, and after talk with technicians in charge of lines, the identified particle may be probably some residue of auxiliary component of the assembly machine which dropped off in cannula. Based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be exceptional.